Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Pqe was unable to review the retain testing as strips expired september 2015. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc blood glucose meter powered on with button press but not with test strip insertion and she was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness. No further details were provided as the customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.